Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose that was within 300 mg/dl to 400 mg/dl. They declined troubleshooting for the high blood glucose. They treated with the insulin pump. The device will not be returned for analysis.